Manufacturer narrative:
The device was not returned for analysis. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent system (eifu), electronic instructions for use (eifu), as a known patient effect of coronary stenting procedures. A review of the corrective and preventive actions (CAPA) database was performed and revealed no related complaint assessment nonconformities. The electronic lot history record (elhr) revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents from this lot. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent system (eifu), electronic instructions for use as a known patient effect of coronary stenting procedures.

Event description:
It was reported that the procedure was to treat a moderately calcified, mildly tortuous mid left anterior descending artery. The 3.0x38mm xience alpine stent was implanted; however, a distal edge dissection was noted. Another 3.0x15mm xience alpine stent was used to cover the dissection. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.